Event description:
During a left heart catherization the following events occurred: (1) the plastic coating of the turumo radiofucus guidewire m peeled proximal & distal to arterial introducer needle while in patient (2) the movable core of the mallinckrodt guidewire protruded through wire while in patient. Each event occurred while in patient's left femoral artery through a 7 french introducing sheath (meditech). Arteriogram of the left femoral iliac artery did not indicate extravasion. All parts of wire appeared to have been removed from the patient. Patient recovered from procedure in satidsfactory condition & has suffered no apparent serious injurydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, guidewire. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.